Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 03002 were returned and analyzed. The data files showed that 13 applications were performed on the event date. Applications #1 to #4 inclusively were performed with the returned balloon catheter without triggering any system notice. Applications #5 to #13 inclusively were performed with a non-returned balloon catheter without triggering any system notice. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. During functional testing, the cryoconsole terminated the application and triggered system notice 50005. ¿the safety system has detected fluid in the catheter and stopped the injection.¿ during pressure testing of the shaft segment, a guide wire lumen kink and breach were observed 1.289 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.